Event description:
The customer requested an event log review regarding an infusion that emptied sooner than expected. The clinician loaded the set into the pump and opened the roller clamp in preparation for an infusion of bevacizumab 400mg in 100ml to run at 100ml/hr over 60 minutes. The clinician stated that during the time it took to scan the med and program the infusion in the guardrails hem onc profile, the "infusion already completed" - presumed to mean that the bag emptied. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer does not allege a device malfunction, but has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.